Event description:
It was reported that the wheel came off the wheelchair resulting in a fall. The user hit head on a vanity and required hospitalization for one day.

Manufacturer narrative:
Method - evaluation anticipated, but not yet begun. Conclusion - a follow-up report will be submitted upon completion of investigation.